Event description:
It was reported that the left ventricular (lv) was explanted due to loss of capture (loc) and dislodgement. This occurred immediately after original implant procedure, it was noted that the lead exhibited loss of capture (loc), so patient was sent to back to the operating room in order to implant a new lead. The new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance with inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the left ventricular (lv) was explanted due to loss of capture (loc) and dislodgement. This occurred immediately after original implant procedure, it was noted that the lead exhibited loss of capture (loc), so patient was sent to back to the operating room in order to implant a new lead. The new lead was successfully implanted. No additional adverse patient effects were reported.